Event description:
It was reported that during a video-assisted thoracic surgery (vats) procedure, after firing the instrument, the staples were not completely formed. The procedure was completed with a like device.